Event description:
Nurse (B)(6) reports via our sales rep, (B)(4), that the spring came out of its mounting whilst locking. The surgery was finished with a second device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.